Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that patient exhibited signs of heart failure. The patient had elevated lactate dehydrogenase (ldh) levels, blood in urine, positive ramp study, decreased pump flows, and pulsatility index (pi) events. Pump power did not increase until speed was 12000 rpm. The patient reportedly had a right heart catheterization and the left ventricle (lv) was not unloading with poor ejection fraction (ef) and native lv function. The patient returned to the or for a pump exchange. The surgeon reported that she visualized small thrombus within the pump.

Manufacturer narrative:
The presence of debris within the pump was confirmed through the evaluation of the returned pump. Examination of the rotor blades upon disassembly of the pump revealed a blue suture to which a non-laminated deposition had adhered to. Fourier transform infrared spectroscopy (ftir) and scanning electron microscopy/energy dispersive x-ray spectroscopy were performed on the observed debris. A clear ftir reading could not be obtained as the woven fiber structure was impregnated with blood; however, the debris was identified as a woven polyester fiber. A root cause for how and at what time the debris was introduced into the pump could not conclusively be determined through this evaluation. A small, white, tissue-like deposition was present within the proximal side of the outlet stator adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Additionally, there was no evidence of contact marks on the outlet portion of the rotor. Although its origin and a duration in which it was present in the pump could not be conclusively determined, it did not appear to have originated in this location. Upon removal of the observed depositions, the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 17 days. The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the (B)(4) stating: gradual decrease in lv unloading over period of a week. Right heart cath and echo-ramp study confirmed abnormal pump function.

Manufacturer narrative:
(B)(4).